Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) problem of a patient that wanted a swap, this problem occurred during fill. The technical service representative (tsr) assisted the home patient (hp) as the hp was getting a check lines and bags. The hp said that "there was something wrong with the hc because even when he replace the supply bags the alarm reoccurred." The tsr explained about not reconnecting solution bags and the hp said "he was not calling for technical assistance." The tsr would swap as requested. The tsr talked to nurse (rn) and the rn would follow up with the hp about not reconnecting supply bags. The patient was involved but there was no patient injury or medical intervention reported. Baxter contacted the nurse on (B)(6) 2012. The nurse stated the following: the event was reported and the patient is doing fine with therapy. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint.